Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet device screen cracked and became unresponsive. The device was shut down and will be returned, and a replacement ilet was shipped to the user. Blood glucose was not affected.